Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm is expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. An procedure log review confirmed that the procedure was performed on (B)(6)2022. Via system sk2508. No image or video clip for the reported event was submitted to isi for review. A review of the site's complaint history identified patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint). This complaint is considered a reportable event due to the following conclusion: the customer faced an error 23087 pointing to an issue on the universal surgical manipulator after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message 23087 appeared on the universal surgical manipulator 1 (usm). An intuitive surgical, inc. (Isi) technical support engineer (tse) surgical team was able to complete surgery. The usm has been ordered and will be replaced upon appointment. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The usm was tested on an in-house system and failed normal mode as it triggered error 23087. The usm was also tested on an in-house system and passed lissajous, and brake test, but failed sensor checks on the yaw and sine cycle with error 23087. The usm also failed friction on degree of freedom (dof) 9. Rotor bearing debris was found on the dof 8 and 9 window of the isa.

Event description:
Refer to h10/h11 for follow-up information.